Event description:
The customer alleged failure of the ventilator to operate on battery power alone, thus the ventilator failed to cycle as anticipated. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the battery pack and entrance module transformer to correct the reported anomoly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennet that this device caused or contributed to the event alleged in this report.